Event description:
The clinician placed a catheter into the pt and after a week the catheter started to leak. The clinician experienced difficulty removing the catheter from the vein and identified a hole in the catheter tubing. A second catheter was placed and after a week the catheter also started leaking. The clinician experienced difficulty removing the catheter and the catheter broke inside the patient. The catheter portion was removed by hand. The clinician noted that phlebitis was also identified at the insertion site. The clinician stated that tape was not placed on the catheter and a 10cc syringe was used. This is the first time the clinician has seen this type of incident. The patient did not experience any adverse affects associated with this incident.